Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that since the patient had the implantable neurostimulator (ins) moved to their other side, it had been harder to charge. The device was moved in (B)(6) 2014, and it was noted the current ins site was still tender. The patient thought the ins was too deep. The ins moved around in the pocket. It was noted the patient had gained some weight. The patient had described their charging difficulties to their health care provider 2 weeks prior. The patient did not have their recharger available to troubleshoot. The patient had an appointment scheduled with their physician. Additional information has been requested, but was not available as of the date of this report.